Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4: updated with correct date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Correction: per the legal manufacturer, there is no potential for this issue of no image with a non-olympus product to cause or contribute to death or serious injury if the malfunction were to recur as images would be displayed on the main monitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was a no image issue when device was connected to gmed. Tac suggested that customer swapped out the cable with another (gmed) system, but it used an sdi cable and did not produce a video signal (customer added this case worked on other gmed systems. After returning to the original sdi cable, tac told customer to switch sdi outports on the cv-190 with no results. Confirmed the digital filing system image output was set for sdi. Each time customer logged back into gmed, a message would populate. Tac suggested customer contact gmed support. The device is not expected to be returned, the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the evis exera iii video system center. The device was connected to a gmed system (non-olympus product) at the time the issue occurred. There was no patient harm associated with the event.